Event description:
It was reported that the patient was taken to the emergency room. No capture and high impedance were noted. Syncope was also reported, and there was an apparent lead fracture possibly due to clavicle crush. The lead was replaced. No further patient complications were reported as a result of this event.